Event description:
A durable medical equipment (dme) supplier reported a thermal event in a continuous positive airway pressure (CPAP) device. There was no patient harm or injury reported.

Manufacturer narrative:
Conclusion not yet available; evaluation in progress. The manufacturer received the device for evaluation. The manufacturer's investigation is on-going. Upon completion of the investigation, a follow up report will be filed by the manufacturer.